Manufacturer narrative:
The medical center did not return the pump for analysis and benchtop hemolysis testing. Without this analysis a definitive root cause of the presumed hemolysis can not be determined. It is assumed to be due to native patient condition.

Event description:
The medical center admitted a patient and found her to have multivessel coronary artery disease. An impella cp was placed for hemodynamic support. The team then made a choice to escalate her care to a tertiary medical center. She was transferred on impella support. At the second tertiary center they observed signs of hemolysis. The team explanted her impella as the urine color had changed and labs were hemolyzing. The team placed a new, second pump and support proceeded.